Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The operating system was reinstalled and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that the image acquisition system (ias) is not booting. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.